Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed no delivery. The most recent blood glucose reading was 230 mg/dl. The customer stated that he had removed the reservoir, reinserted the same reservoir, restarted the priming process, and resolved the past issue. He declined to return the reservoir and infusion set for analysis. Nothing further reported.